Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient with an implanted infusion pump. It was noted that there was no medication in the pump. The indication for use was unknown but it was noted that this was a pain pump. It was also noted that the patient's diagnosis was immobility syndrome and the patient was paraplegic. Comorbidities included hypertension (htn), dyslipidemia, anxiety, restless leg syndrome (rls), paraplegia, deep vein thrombosis (dvt), myelopathy, "pe", insomnia, diabetes mellitus type ii (dmii), neurogenic bladder, congestive heart failure (chf), and thrombocytopenia. It was reported that the patient had no improvement with their spasticity. The event date was unknown. The pump and catheter were ex planted and at explant they were unable to aspirate the catheter. There were no reported environmental, external, or patient factors that may have led or contributed to the issue and there were no additional diagnostics or troubleshooting reported. The issue was considered resolved at the time of report and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified no anomalies and analysis of the catheter identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.